Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient reported that he underwent left knee arthroplasty, and subsequently underwent revision surgery due to loosening.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient was revised due to left knee tibia medial compartment loosening.